Manufacturer narrative:
Concomitant medical products: 43807 lead implanted (B)(6) 1996, 43007 lead implanted (B)(6)1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead was explanted due to an infection, and it will not be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.